Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the event was not caused by a malfunction of a da vinci system, instrument, or accessory. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument to perform failure analysis (fa) and did not confirm the customer reported event. Visual inspection did not reveal any damage. The instrument passed the recognition and engagement tests, moving intuitively in all directions. The tips opened and closed properly and passed the cut test. The instrument was fully functional. Intuitive surgical, inc. (Isi) did receive tip up fenestrated grasper instrument to perform fa, and did not confirm or replicate the customer reported complaint. During visual inspection, there were no signs of physical damage. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly, and the instrument attached to and removed from the arm without any issues. The instrument was fully functional; no product issue was identified. Additionally, when the housing was removed, the life indicator did not rotate when the instrument expired and as a result, the red tab was not visible on the outside of the instrument. A review of the instrument¿s usage history was performed, and it was confirmed that the all the instrument¿s lives were used. A review of the remote fe log confirmed that the instrument had exhausted all its lives and when the instrument was placed on the in-house system, there were 0 lives remaining. Isi did receive fenestrated bipolar forceps (fbf) instrument to perform fa, and did not confirm or replicate the customer reported complaint. During visual inspection, there were no broken pieces observed that would have caused use of the release kit. The instrument articulated as expected, grips opened and closed properly; the instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, bleeding occurred, and the procedure was converted to a laparotomy. The bleeding occurred from the inferior mesenteric artery (ima) root when the surgeon was detaching some tissue. There was an estimated 250ml blood loss, and the bleeding was resolved by clamping the vessel and converting to a laparotomy procedure. The instrument release kit was used on the monopolar curved scissors, the tip up fenestrated grasper, and the fenestrated bipolar forceps instruments. The patient did require a blood transfusion which included 840ml map, 240ml fresh frozen plasma (ffp), and 500ml 5% albumin. The procedure was completed and there were no post-operative complications. The surgeon stated the event was not caused by a malfunction of a da vinci system, instrument, or accessory.